Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, the balloon of the delivery system burst at or near full inflation with nominal volume. Despite this, the valve was successfully deployed. The delivery system was then withdrawn through the sheath without difficulty. The valve was post-dilated at nominal volume using a new 26 mm commander delivery system. No harm occurred to the patient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected d.9 date returned to manufacturer, h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. Balloon burst longitudinally and radially. Imagery was provided from the site and revealed the following: presence of calcification at the landing zone of the balloon. Balloon burst at full expansion during thv deployment. Ballon burst. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as per provided information and 3mensio report evaluation there was presence of calcification at the landing zone of the balloon. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.